Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4). Conclusions: conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during setup, they experienced a h/s cuvette disconnect error. This error occurred on three different units. The event was originally deemed not reportable; however, it has become associated with voluntary safety alert (B)(4). The safety alert was initiated by terumo on december 8, 2015. No patient involvement as this occurred during setup. Product was changed out. Surgery was completed successfully without delay.

Manufacturer narrative:
(B)(4). There were two samples returned for this event. The returned samples were microscopically inspected, and the magnets of the cuvettes did not reveal any potential defect that would inhibit part functionality. A review of the device history record revealed no manufacturing anomalies. The returned samples were found to have no difficulties connecting to the cdi 500 monitors when the functionality of the magnet was tested. The strength of the magnets from the samples were measured and found to be within specification. A definitive root cause could not be determined and the event was not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.